Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 253 mg/dl. Device had also alarmed a weak battery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, moisture damage was found on the keypad traces. No button error alarm during our testing. The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No weak battery alarm noted. No frozen screen noted during our testing and time clock advances properly. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.